Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1885076hse from lot number 0212876711 was received. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. The inner shaft broke 0.145¿ from the distal face of the inner hub which would have resulted in the reported malfunction. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism and locking area damage caused by the back side of the front collet of the handpiece. The IFU has detailed instructions for properly loading a bur/blade into the handpiece. There were no loose components. There was no allegation of damage prior to use. Improperly loading a blade into a handpiece would result in the reported complaint.

Event description:
The sales rep reported that the bur broke a few minutes after it was connected to the handpiece. The break did not result in a fragment(s). There was no patient injury and no delay to the surgery.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.